Event description:
Per the clinic, the patient experienced a loss of connection to the internal device after sustaining a head trauma. Open circuits were noted on 13 electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 04, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on january 19, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on february 09, 2023.